Manufacturer narrative:
Age at time of event: patient is 18 years or older. Device evaluated by MFR.: promus premier select ous mr 24 x 2.75mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with proximal struts lifted and pulled proximally. The undamaged crimped stent was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of tip damage. A visual and tactile examination of the hypotube found multiple kinks and a break 1cm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.

Event description:
Reportable based on device analysis completed on 22-jan-2021. It was reported that shaft break occurred. Vascular access was obtained via the right radial artery. The 90% stenosed, 2.75mm x 21mm, concentric, de novo target lesion containing >= 90 degrees bend was located in the severely tortuous and severely calcified left circumflex artery (lcx). The physician engaged the lesion coaxially with a 6f jl guide catheter and wired the lesion with a non-boston scientific guidewire. Following pre-dilatation with a 2.0 x 12 maverick balloon catheter, a 24 x 2.75mm promus premier select drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent could not cross the lesion and found that the stent hypotube got broken in the proximal end. The procedure was completed with another of the same device. Post-dilatation was performed with a non-boston scientific balloon catheter. There were no patient complications and the patient was stable. However, returned device analysis revealed stent damage.